Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure (event) observed during analysis the device was tested in the automated electrical test system and no anomaly was detected. The device current was measured and it was normal. The battery longevity was calculated based on available device pparameters and was below the expected longevity performance.